Event description:
It was reported to philips that the wireless footswitch was not working. The device was outside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, the wireless footswitch was not communicating. The field service engineer inspected the system onsite and replaced the wireless footswitch and the base station. After replacement the device was returned to use in good working order.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse found that the wireless foot switch (wfs) was not connecting due to a faulty battery as when the charger was plugged in the wfs was working correctly. The fse solved the issue by replacing the wfs and wireless base station. Philips confirmed that there was a connection problem between the wfs and wireless base station for the old design wfs. Philips has initiated medical device correction z-2485-2023 for this issue. Part failure analysis was performed on the returned part. With the replacement of the wfs and the wireless base station the solution was implemented, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-06/23/2023-004-c, which addresses the causes associated with the reported malfunction.